Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurting in my right side again') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disease") and bladder disorder ("bladder problems"). The patient was treated with surgery (yes). At the time of the report, the pelvic pain, autoimmune disorder and bladder disorder outcome was unknown. The reporter considered autoimmune disorder, bladder disorder and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: autoimmune disorder, hurting in my right side again¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : case was updated from non serious incident to serious incident. Following event was added : bladder problems. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.